Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they were having ongoing problems with their battery. Customer stated that some days it will charge/hold a charge and there are other days where it will not have a charge at all isi followed up with the initial reporter and obtained the following additional information: the issue was identified after ports were placed. Customer changed the patient console with a second robot and no further issue ensued.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found battery was not charging. Fse replaced smp and this did not resolve the issue. Fse noticed that the system, when plugged in to a known good power source, did not switch to ac power. Fse replaced universal power distributor (upd) to resolve the issue. Isi received the upd involved with this complaint to perform failure analysis. This unit was installed and tested on the final test is 4000 system, programmed and system started at normal mode with no errors and failure message. Verified all axes with no errors and failure. Power cycles 20x and all passed. The assembly remain on the system for 4 hours in normal mode, with no failure and no error. The psc functionality features were driven on ac mode and battery mode with no error messages and no failure. This unit is in good physical condition. The reported error 816 could not be reproduced, however the error was confirmed and verified via error logs.